Event description:
Per information provided: on (B)(6) 2005- patient was diagnosed with right scrotal hernia, left inguinal hernia, direct and umbilical hernia, thereby underwent open repair with implant of perfix plugs (device 1 and 2). Per op notes, ¿in the right inguinal region, large hernia sac with omentum was identified and reduced. An extra-large perfix plug (device 1) was placed in the right inguinal region and sutured. Corresponding mesh was placed in the floor of the canal and sutured. Then in left inguinal region, hernia was identified and reduced. A perfix plug (device 2) was placed underneath the cord structure and sutured¿. On (B)(6) 2005- patient was diagnosed with left inguinal hernia, thereby underwent open repair with explant of perfix plug (device 2) and implant of synthetic mesh. Per op notes, ¿in the lower abdomen and left groin region, the previously place perfix plug (device 2) was removed, where a large direct sac in the floor of the canal was identified and reduced. A synthetic mesh was placed and sutured. On (B)(6) 2011- patient was diagnosed with bilateral inguinal hernias with right scrotal pain, thereby underwent laparoscopic repair converted to open repair with partial explant of perfix plug and implant of bard soft mesh (device 3). Per op notes, ¿omentum herniate through the right inguinal defect was identified. Significant amount of omentum along with chronic scarring was identified and reduced. The hernia sac was found to be adherent and was carefully dissected off the perfix plug (device 1), with that portion of the plug subsequently removed. Adhesiolysis was performed. A 3×6 cm bard soft mesh (device 3) was placed into the preperitoneal space of the abdominal region and secured.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the bd perfix plug (device 2). An additional supplemental emdr was submitted to represent the bd perfix plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.